Event description:
The customer reported that the insulin pump had a compromised force sensor system alarm. The customer reported that the device had insulin squirting out during manual priming. The customer did not recall any significant events leading up to this issue. During troubleshooting, the customer confirmed that the insulin pump's drive support cap was sticking out. Blood glucose level at the time of the incident was 309 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.